Event description:
The customer reported to olympus, there is a split on the distal tip of the ultrasonic gastrovideoscope. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the device was not returned for evaluation. Three attempts were made to contact the customer for product return, but no response was received. Olympus will continue to monitor field performance for this device.